Event description:
It was reported, during an implant procedure, the had high impedance of 2700 to 3400 ohms which was indicated to be a screw malfunction. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .078 within specification. Mechanical inspection revealed helix fully extended and retracted within six turns. Primary analysis findings: no anomalies found, lead functionally normal.